Event description:
During an incident in 2001, involving a male pt who was unconscious, unresponsive, pulseless apneic and in cardiac arrest with CPR initiated, this defibrillator prompted "low battery" when analyze was pressed. The battery was replaced and the unit turned on with an error maintenance message. Another crew's defibrillator was used with one minute delay and the pt was transported ot a hosp.

Manufacturer narrative:
The returned defibrillator was tested using a known good power source and proper operation for pt treatment was verified. Using the 2 returned batteries, laerdal lot 990310 and non-laerdal expired lot 940210, the complaint of "did not shock" was verified. The laerdal battery shut the unit down during the first charge prompting "replace battery, battery low". The non-laerdal battery was not able to power on the unit. The incident report printed from the returned mcm documents one power on, charge and shut down with a prompt of "replace battery, battery low". The second battery could not power on the unit so there was no second power-up documented in the event log. The message "replace battery, battery low" prompts when the battery lacks the capacity to perform as required and the defibrillator shuts down. The hs3000 operating instructions explain this prompt and what to do should it be experienced. Rep was sent a letter, with a copy to rep , explaining the life and maintenance of the laerdal battery per the hs3000 dfu, pointing out the importance of periodic battery capacity tests and replacement after two years.